Event description:
It was reported that a procedure was performed for the purpose of excising a tumor in the abdomen. [Surgeon] attempted to fire an ethicon ta60 stapler as a part of the process of excising the tumor. The device was fired across the base of the mass and when he removed the device, there were no staples to be found which resulted in a very difficult closure of an esophagogastric junction 3 cm opening oriented posteriorly.

Event description:
It was reported that a bhr left hip revision was performed due to deep infection. Surgery time was extended by 1 hour 30 minutes. Surgeon does not fault the device and indicates the patient was not compliant.